Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. There was no reported adverse impact to the customer's blood glucose (bg) level. Multiple attempts were made to perform troubleshooting with the customer; however the customer did not respond.